Event description:
The customer reported that one of the battery compartments is not holding the battery in the case. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.